Event description:
Information received via mw # (B)(4): patient data: female, 25 years old. The surgeon removed device from cautery holster and used laparoscopically. The tip was immediately noted to be missing. The wound and field were explored and broken tip was found inside the holster (outside the patient's body). The parts were compared to a complete l-hook and appeared to match. An x-ray was taken to verify that all pieces had been removed and there was a very small fragment visible on the x-ray; it was not verified if this was part of the tip or fragment because it was not located at a site that had been operated on (previously during surgery).

Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Therefore, no investigation possible. The provided pictures can not be used for a detailed investigation. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. For further investigations we need the product for examination. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap that a ceramic electrode tip (part # gk384r) was used during a laparoscopic cholecystectomy procedure performed on (B)(6) 2020. The physician reported that the tip of the l hook broke off during surgery. According to the complainant, approximately midway through the procedure, while the surgeon cut and moved tissue to access the duct and artery that required clipping, the tip of the l hook detached into the patient. Although the tip was retrieved from the patient, an abdominal x-ray was performed. Reportedly, the x-ray displayed a metal fragment within the patient's abdomen. A search of the surgical site was performed, but the fragment was not able to be located. The device is not currently available to be returned to the manufacturer for evaluation. The surgery was delayed approximately one (1) hour. No known patient complications were reported as a result of this adverse event. The adverse event / malfunction is filed under aag reference (B)(4).